Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of blurred image was not confirmed. There were no problem founds with the image. Additionally, other evaluation findings include the following: deep scratches on the lens of the charge coupled device, and a cut on the cable. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity be observed." "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." The most probable cause of the additional evaluations findings is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had a blurry, distorted image with no error message. The issue occurred during reprocessing, prior to the patient being in the room. No other devices were connected to the camera head at the time of the event. The intended diagnostic procedure was completed with a different camera. There were no reports of patient involvement.